Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 304 (mg/dl). Reportedly, cartridge uses novolog insulin and had been in use for more than 72 hours. Customer changed pump supplies to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.